Manufacturer narrative:
Reported event of tip cracked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 2, 2015 that a flexiva 200 tractip laser fiber was used during a lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis versapulse 20w. According to the complainant, during the procedure before the laser was fired, they noted on the video that a crack was present on the laser fiber's tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.